Event description:
The pt was revised because of loosening of the tibial component. Poor quality of bone to cement interface. The cement on tibial component looks bubbly (porous) not smooth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.